Event description:
On (B)(6) 2012 the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported on (B)(6), 2012, during the pt's f/u appointment, images revealed a distal type iii endoleak was present. The left limb of the pt's aortic stent graft, the iliac extender ((B)(4)) had separated from the proximal iliac extender implanted. The physician has not scheduled a reintervention to repair the type iii endoleak as of yet.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The root cause of the endoleak could not be determined.